Manufacturer narrative:
(B)(4). Eval summary - the analysis results found that the b12lt was received with the seal assembly and duckbill deformed as the obturator was returned inserted through the sleeve. No functional test was performed due to the returned condition. No conclusion could be reached as to what might have caused the reported event. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that the trocar loses pneumo between the reductor and the sleeve. They have to change the trocar. There was no pt consequence.